Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the instrument and performed repairs, but these actions did not resolve the issue. When the customer reported on (B)(6) 2014 that the issue was not resolved, the fse returned onsite (refer to 2050012-2014-00374) and performed additional repairs. These actions did not resolve the issue. When the customer reported ongoing issues on (B)(6) 2014 (refer to 2050012-2014-00375), the fse returned onsite and performed preventive maintenance (pm d). The pm d primarily focuses on the mc (modular chemistry) side (ise ratio pump and mc syringes) of the instrument; the fse dis-assembles, cleans and replaces parts as necessary. Although the specific cause of the event is unknown, the issue was resolved following pm d performed by the fse. (B)(4).

Event description:
The customer stated that the unicel dxc 600i synchron access clinical system generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) results for an unspecified number of patient samples. The customer stated the issue seemed to occur on the first sample in a run after the system had been idle. The customer could not provide the number of samples affected or any actual results. No results were reported out of the lab and there was no change or affect to patient treatment in connection with this event. Quality control (qc) on the day of the event exhibited high fliers with a na magnitude of error of 9 - 10 mmol/l. Refer to 2050012-2014-00374 for the event that occurred on (B)(6) 2014 and 2050012-2014-00375 for the event that occurred on (B)(6) 2014.